Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the ins was explanted and replaced. The rep noted that the facility discarded the ins. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep). The patient was implanted with a neurostimulator for non-malignant pain. It was reported that the patient¿s implantable neurostimulator (ins) had been overdischarged for two weeks at the time of the initial report. The rep was scheduled to meet with the patient on (B)(6) 2019 to attempt a physician mode recharge (pmr). On (B)(4) 2019, the rep reported that they attempted three full pmr cycles unsuccessfully and the patient was "schedule" for a replacement. The rep later reported on (B)(4) 2019 that the ins went into overdischarge because the patient stopped charging and they mentioned that it would take several hours to charge. The patient¿s ins was replaced due to the overdischarge, the impedances were within normal range and the issue was resolved at the time of the report. There were no further complications reported or anticipated.